Event description:
Per the clinic, the patient was explanted due to migration of the device. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
Reporter alleged obtaining a result of 307 or 310 mg/dl on the aviva system compared back to back with a result of 150 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4)